Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed that gas gauge is half way down 0n this device that is still in storage mode.